Event description:
Transport vent- tv100 #26 [redacted] would not deliver set fio2 [fraction of inspired oxygen] while on a patient coming from resuscitation room on [redacted] to neonatal ICU [redacted]. Manufacturer response for transport ventilator, tv100 (per site reporter).